Manufacturer narrative:
The mammotome ex probe is a sterile, single patient use instrument that may be used with imaging guidance, such as ultrasound, to excise a diagnostic sample from the breast or axillary lymph nodes for diagnostic analysis of breast abnormalities. The device was returned to devicor for investigation. Upon evaluation the vacuum cartridge attached to the control module without issue and could not be removed without pressing the release feature. The probable cause for the vacuum cartridge disconnecting from the control module during the procedure was the user attached the cartridge upside down. Breast tissue was found in the collection chamber. Due to the discovery of breast tissue, this event was assessed against the result of the investigation. Following consultation with our medical director, due to the potential to cause or contribute to death or serious injury as a result of potential missed or lost tissue samples, pursuant to 21 cfr §803, this failure mode was determined to be a reportable malfunction.

Event description:
Devicor medical products, inc. Received a report from affiliate, devicor medical device (B)(4) co, ltd., stating, "during procedure, vacuum set cartridge connected to the capital loosely, and fell off easily. No patient consequences reported". This has been documented in our system as record #(B)(4).